Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 302830 batch # 4059818 it was reported by customer that bd 20ml syringe with luer lock tip came in with no measurement markings on the syringe. Rcc received a complaint via email. Email(s) attached. Created on (B)(6) 2024 12:31 product name syr 20ml ll manufacturer bd catalog # 302830, lot / serial # 4059818, item # 392655 issue description bd 20ml syringe with luer lock tip came in with no measurement markings on the syringe.

Event description:
No additional information received material # 302830, batch # 4059818. It was reported by customer that bd 20ml syringe with luer lock tip came in with no measurement markings on the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Created 05/10/2024 12:31. Product name syr 20ml ll. Manufacturer bd. Catalog # 302830. Lot / serial # (B)(6). Item # 392655. Issue description bd 20ml syringe with luer lock tip came in with no measurement markings on the syringe.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 302830 and lot number 4059818. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.